Manufacturer narrative:
The site's da vinci coordinator stated the surgeon performs all these types of procedures using extracorporeal anastomoses. The calibration issue did not impact the procedure because he was at the stage where he typically conducts the extracorporeal anastomoses, and it did not require him to alter his approach. This was planned, and no injury occurred.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon encountered a "match grips" message while attempting to clamp tissue with a sureform 60 stapler instrument. The surgical staff removed the stapler instrument and reseated both the sterile adapter and the instrument, but the issue persisted. The surgeon replaced the stapler instrument with a backup sureform 60 stapler instrument and a new reload, yet the problem continued. The staff then replaced the drape on universal surgical manipulator (usm) #4 without resolving the issue and chose to proceed using a handheld traditional laparoscopic stapler instrument. This issue resulted with the surgeon electing to perform an extracorporeal anastomosis. The patient reportedly recovered well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse ran tests on the left and right master tool manipulators (mtm). The left and right mtms initially failed grip auto-verify testing. However, after performing grip auto-calibration, both mtms passed auto-verify testing. The test drive passed and the fse verified that test instruments moved smoothly through full range of motion when closing and opening grips on both mtms and with all four universal surgical manipulators (usm). The system was tested and verified as ready for use.